Event description:
It was reported that the patient's knee had instability. We could not specify that instability occurred. The insert was removed and new 18mm insert was inserted on (B)(6), 2013. Abrasion of the removed insert was noticed. Primary op was performed on (B)(6), 2001.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding wear involving a scorpio cr tib insert was reported. The event was was confirmed. Device evaluation and results: a material analysis report noted asymmetrical wear. The reported instability likely contributed to the asymmetrical wear. No evidence of manufacturing or material defects. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. A material analysis was performed and no material or manufacturing defects were identified. Additional information, including operative reports, progress notes and x-rays are however needed to fully investigate the event.

Event description:
It was reported that the patient's knee had instability. We could not specify that instability occurred. The insert was removed and new 18mm insert was inserted on (B)(6) 2013. Abrasion of the removed insert was noticed. Primary op was performed on (B)(6) 2001.